Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic assembly and motor. The pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 124 mg/dl at the time of incident. The customer's mother stated that the pump was exposed to sweat because it was in the customer's bra. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.